Event description:
It was reported that an asymptomatic patient received inappropriate therapy for an svt. Programming changes were recommended. The patient will be monitored through follow-up. No further information is available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.